Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. One device was received for evaluation; one event was duplicated during testing. The device was found to be affected by internal corrosion. Two devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. Two events had patient involvement; no patient impact. One event had no patient involvement; no patient impact.